Manufacturer narrative:
Physio-control further evaluated the device and observed an error code being logged into the device memory and recurring. This error code was related to the font file. The digital pcb assembly was removed and evaluated. Physio determined that the cause of the reported issue was due to a flash ic chip, designator u25 on the digital pcb assembly, being corrupted. This ic chip, designator u25 being corrupted caused the font file/program not to be retained and an error code to recur. The customer requested physio to dispose of the device for them.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. With a test battery, the device would power on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this even to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on after the battery was changed. The device was beeping and the readiness display reportedly did not have a service wrench icon or a battery icon. There was no patient use associated with the reported event.